Event description:
It was reported that the pump battery depleted too fast. There was no reported adverse impact to the customer's blood glucose level. The customer was advised that the issue was caused by a cgm error, and after a reset, the battery is expected to deplete normally.